Event description:
Device: genesys mini c-arm drape ((B)(4)), lot #d172552. The small square portion of drape has a seam that is defective. First drape had large tear after use, it's not known if surgeon caused the tear from rough handling; it's unknown if surgeon contaminated his hand not knowing tear was there. Once observed, the surgeon broke scrub, gelled, and put on new gown and gloves. That drape was removed and the second drape also had a smaller defect at the same seam before it was even used. The seam was covered with an ioban drape. Each drape was the same lot #. Drapes removed from supply rack. Event resulted in a longer tourniquet time, longer anesthesia, longer procedure for the patient.